Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the central supply department with an unsigned noted that stated, "start button not working." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.